Event description:
A nurse reported experiencing no vacuum during a vitrectomy procedure. The nurse indicated that vacuum was present during set up. The handpiece sleeve was replaced, but the issue persisted. The system was exchanged and the case was completed without harm to the pt. Additional info has been requested.

Manufacturer narrative:
The company rep examined the system and could not duplicate the customer reported problem. The system was tested and met product specifications. No samples were returned for eval and no additional info was provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause of the reported event cannot be determined. (B)(4).